Manufacturer narrative:
Eval: method: device history record (DHR) review performed. Results: the DHR review showed that no similar issues were found during the mfg or packaging processes of this lot. Conclusions: (B)(4) was opened to address the issue of staples jamming. If add'l info is received that changes the conclusion of the investigation, a follow-up report will be sent.

Event description:
The event is reported as: complaint alleges: the stapler jammed during use. The event occurred during the procedure, but no harm was caused to the pt. Defect was discovered during a gynecological procedure.